Event description:
Pt came to hosp in ambulance from the nursing home on 9/3/96. The existing tube was a competitor's 14 fr gastrostomy tube. The stoma was leaking around the g-tube. The existing tube was removed, and the appropriate measuring device was used to determine the size of the tube to be placed. The device (18 fr, short) was placed. The nurse aspirated for gastric contents and auscultated for placement verification. The pt's daughter received instructons about the device. The pt was discharged back to the nursing home. The pt was readmitted to the hosp at midnight on 9/4 (13 hours post placement). The pt expired at 1:00 am.